Event description:
Boston scientific received information that this patient had phrenic nerve stimulation. Chest x-ray revealed that the patient's implantable pacemaker had migrated causing the right ventricular (rv) lead to dislodged. The entire system was removed due to infection. Additional information received from the field representative confirmed negative results from culture test. Furthermore, a re-implant procedure was performed. The implantable pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.